Manufacturer narrative:
Based on the claim against the product by the customer noting broken cautery wire, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the mcs instrument had a broken cautery wire, and it is unknown if underlying wire was exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cautery wire. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified no broken or damaged conductor wire. The conductor wire is within the main tube and housing as expected for an mcs instrument. The instrument passed the electrical continuity test. The customer report of damaged conductor wire was not confirmed. As part of investigation, additional inspection confirmed a broken grip cable at the distal end. This is unrelated to the primary allegation. Common causes of this unrelated failure mode is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.